Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the clinical observations. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review from this subcutaneous implantable cardioverter defibrillator (sicd) was requested. A boston scientific technical services consultant noted some noise and oversensing; however, the rate of the episode was in therapy zones so it is uncertain if another vector would manage the rate differently. The initial shock appeared to induce some sort of atrial tachycardia which was not converted despite two subsequent shocks. An exercise stress test was performed and the same behavior started at the peak heart rate of 170 bpm. Sensing was good in primary vector and programming remains primary 1x. And other programming changes were performed. X-ray review noted the electrode might be a bit high, in a superior position. Therefore, the boston scientific local area representative was going to speak with the clinic about potentially repositioning the electrode. The patient was prescribed a beta blocker and an electrophysiology (ep) study may be performed and possibly a ventricular tachycardia (vt) ablation if the issue continues. The system remains in service and no additional adverse patient effects were reported.